Manufacturer narrative:
With the exception of model numbers, all other pertinent patient and product information was de-identified. As no further information concerning this report is expected, our investigation is complete.

Event description:
In the interest of continuous improvement, a study was undertaken by boston scientific¿s research and development to evaluate potential device enhancements to detect a phenomenon known as ¿mv/rrt noise¿. The work from this research study may be subsequently used to create a new feature in the device that detects and resolves this mv/rrt noise issue. A large data set of episode electrograms from boston scientific¿s latitude remote monitoring system will be acquired. Mv/rrt noise in the data set will be characterized. Once characterized, proposed device enhancement features will be tested. Based on review of stored data by the adjudication committee involving 11 model#v173 devices, the following clinical observation was identified in some of the episodes: oversensing (greater than 2 seconds of asystole).